Manufacturer narrative:
B.5 and h.6 information was inadvertently omitted on the initial manufacturer device report number 1220648-2024-17981 and was added.

Event description:
The impella was removed due to drop in hemoglobin and bleeding continued at the insertion site.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 45-year-old male noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. During impella support, the pump was placed and the patient was transferred to a tertiary center for escalated care to an impella 5.5 pump. The impella cp site was seen to be oozing after many manipulations at the groin site. The team redressed the site and applied surgicell to the site. The oozing turned into bleeding. A purse string suture and tranexamic acid were applied and femstop was placed. Bleeding stopped. The impella leg now appeared darker than the left leg. Doppler was used to find distal pulses. The patient survived the procedure.